Event description:
A healthcare professional reported that during an endovascular embolization to the middle cerebral artery bifurcation aneurysm, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code encr402300, lot number not available) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31623287) and could not be advanced further. The physician removed both the stent and microcatheter (mc) from the patient and used a new microcatheter to successfully deliver the original stent, completing the procedure. There was no reported patient consequence or clinical symptoms as a result of the event. Additional event information received on 17-nov-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The vessel was comparison straight, 3.2 mm diameter, 2.8 mm distal. The devices did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush was maintained.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.